Event description:
It was reported that the right ventricular (rv) lead exhibited oversensing and decreased r waves. Additionally, noise was seen on both rv and atrial leads during deep inspiration by the patient. The patient will continue to be monitored, and the leads remain in use. It was further reported that the lead continued to exhibit noise/oversensing. The leads were capped and replaced. No patient complications have been reported as a result of this event.

Event description:
It was reported that the right ventricular (rv) lead exhibited oversensing and decreased r waves. Additionally, noise was seen on both rv and atrial leads during deep inspiration by the patient. The patient will continue to be monitored, and the leads remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned and analyzed. The battery depletion was found to be normal and met expected longevity. Evaluation summary: performance data was collected from the device and have analyzed the data. Std review - no anomalies were found. Programmer s2d file (B)(4) shows the rate histograms printout between (B)(6) 2011 and (B)(6) 2012.